Event description:
The customer reported that the numbers were ramping on their own. The blood glucose reading was 186mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the buttons functioned properly and no numbers ramping up or moisture damage on the keyboard traces noted. The device was received with an alarm during the basic occlusion test and was unable to prime during the prime test as a result of a loose drive support disk.